Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump was received with the operating currents within spec. And passed the self test, unexpected error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08875 inches. No excessive no delivery, failed battery test, battery out limit, or motor error alarms noted during testing. The motor was tested outside the device and passed. Pump was received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a high blood glucose event. The customer¿s blood glucose level was 512 mg/dl at the time of the incident. The customer stated that she woke up with a high blood glucose and the insulin pump was alarming motor error. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer reported to have received a failed battery test and battery out limit alarm. Customer had a high blood glucose of 512 mg/dl and went to the ER for treatment. Customer declined high blood glucose troubleshooting and no other information on ER visit was provided. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.